Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, while the shunt sensor was being unpacked, buffer solution was found to have leaked out. No patient involvement as this occurred out of box.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 30, 2018. (B)(4). The returned sample was visually inspected, and buffer remained in the unit. No visual anomalies noted or within the returned foil pouch. The unit was pressurized with air (as received) up to 1030 mmhg, submerged into water bath, and observed for any leaks. A leak was noted from the large blue luer cap while attempting to hold the 1030mmhg pressure after approximately 30 seconds. The large blue cap was then loosened and retightened with a calibrated torque wrench to product specification. It was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 725 mmhg. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit and inside of the pouch. The retention was then pressurized with air up to 1030 mmhg, submerged in a water bath, and observed for any leaks. No leaks were noted. The complaint was confirmed and the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.